Event description:
Consumer complaint of high blood results. Expected blood glucose results fasting range from 95 to 150 mg/dl. Customer feels not well and observed symptoms of jitters and clamminess. Medical intervention is not required at this time. Customer is comparing truetrack meter to doctor's meter and got results that are 10 mg/dl higher than her doctor's. Back to back blood test performed during call not fasting ((B)(6) 2015; 3:09 pm) with results of 197 mg/dl and 219 mg/dl. Verified storage of test strips is not within specification since they are kept in bathroom. Test strip lot manufacturer's expiration date is 05/19/2017 and open vial date is (B)(6) 2015. Recall test results performed not fasting from meter memory: 184 mg/dl (B)(6) 2015, 07:52:00 am (fasting), 184 mg/dl (B)(6) 2015 10:35:00 pm, 145mg/dl (B)(6) 2015, 11:14:00 pm, 121 mg/dl (B)(6) 2015 10:32:00 pm, 159 mg/dl (B)(6) 2015, 6:09:00 pm. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had inaccurate reference.